Manufacturer narrative:
The device was not available for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to a hardware issue, and screws were then placed without robot.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to a hardware issue, and screws were then placed without robot.

Manufacturer narrative:
It was reported that while using the excelsius gps system, the case was aborted due to a hardware issue, and screws were then placed without the robot. The robot was in use for the case - a scan was loaded, instruments were verified, and preop case was merged. Upon docking for navigation, the robot came down with some force on the edge of the bed. The arm was then inverted. After inversion, the arm would not navigated back onto position. Multiple soft resets, a hard reset, selecting alternative trajectories, and resetting the stabilizers didn't fix the issue. When the foot pedal is depressed, the arm clicks as if unlocking for movement but does not move. The case was aborted due to this issue, and screws were then placed without robot. There was no adverse effect to the patient. The overall risk of the system has been maintained and no further investigation is required. The following sections have been updated: b4; b6; g6; h2; h3; h6; h10.